Event description:
It was reported that during preparation for an angioplasty procedure, a shaft separation occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified artery. A 4.00mm/1.5cm/140cm spcb flextome mr cutting balloon catheter, was selected to treat the lesion. During preparation, it was noted that the balloon protector was difficult to remove. When the user applied force, it was noted that the catheter separated from the shaft of the monorail port section. The procedure was completed with another same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned unit confirmed a shaft detachment at 25cm from the catheter tip. Shaft stretching was present at the break site. The returned device had the balloon protector attached over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed from the balloon with much resistance. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for an angioplasty procedure, a shaft separation occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified artery. A 4.00mm/1.5cm/140cm spcb flextome mr cutting balloon catheter was selected to treat the lesion. During preparation, it was noted that the balloon protector was difficult to remove. When the user applied force, it was noted that the catheter separated from the shaft of the monorail port section. The procedure was completed with another same device. No patient complications were reported and patient's status is good.